Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not returned after the changing battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to battery tube connector not plugged in properly on electrical board. Unable to perform displacement, self test, active current measurement and sleep current measurement due to blank display. No unexpected rattling noise noted when shaken. The following were noted during visual inspection: scratched case and pillowing keypad overlay.